Manufacturer narrative:
The physician reported, the event was not related to the device but related to the procedure. The device was not explanted. Complaint history review did not find any similar events.

Event description:
On (B) (6) 2007, a (B) (6) post market clinical study, patient had a cystocele area repair with perigee graft. On (B) (6) 2008, the physician reported new elytrocele and rectocele. The physician indicated this event involved the rectocele and enterocele areas, which were not treated as part of the study procedure. Intervention: colporrhaphy+richter. The event was resolved on (B) (6) 2009.